Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 229320158); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open and then prolapsed into the aneurysm. The patient was undergoing a procedure for flow diversion treatment of a ruptured amorphous basilar artery aneurysm. The aneurysm max diameter was 2.3mm and the neck diameter was 2mm. The distal landing zone was 4.8mm; the proximal landing zone was 4.2mm. Patient's vessel tortuosity was severe. It was reported that the devices were prepared and catheter flushed per the instructions for use (IFU). There was some friction/difficulty during delivery of the pipeline in the marksman microcatheter but it was noted to be minimal. During deployment, the distal end of the pipeline failed to open. After several attempts of resheathing/redeploying and using "corking technique", the pipeline finally opened but jumped, missed the landing zone, and and prolapsed into the aneurysm. It was noted that the tip of the catheter was not moved during deployment. The pipeline remained implanted, though not at the intended location. No side branches were covered. The pipeline was not deployed with 3mm past each side of the aneurysm as it had fallen in. Another flow diverter was then deployed with a new microcatheter which was deployed smoothly and with no further complication. The patient had not related symptoms or other complications associated with this event.